Manufacturer narrative:
It was noted that the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited increased pacing threshold and increased shock impedance measurements. At that time, these measurements were not out of range. A surgical revision was later performed due to high out of range shock impedance measurements. A lead fracture was also alleged. During the revision, the lead was checked after being disconnected from the device and the elevated impedance measurements were confirmed. The lead was explanted and replaced. No additional adverse patient effects were reported.